Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the (B)(6) of accidental feces put on the line and peritonitis with culture (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date in (B)(6) 2011, the patient experienced accidental feces put on the line which resulted in peritonitis. The patient was hospitalized for the peritonitis on an unreported date in (B)(6) 2011. Treatment was not reported. The patient was discharged from the hospital on an unreported date in (B)(6) 2011. On an unreported date, the patient had recovered from the peritonitis and the outcome for accidental feces put on the line was not reported. On an unreported date, dianeal therapies were withdrawn. Concomitant medications were not reported. An opinion of causality was not reported. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd885277 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.